Event description:
When giving the injection, the nurse primed the needle and stuck the patient's arm and the medication would not go through the needle. Had to change needles and restick the patient. Medication was administered without patient harm.====================== health professional's impression======================faulty design.